Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly treated with an ointment. The recipient's skin irritation has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a thin skin flap. The recipient is presenting with skin irritation. The recipient received treatment and the irritation is healing.